Event description:
The enclosed medwatch indicated that a pt was prepped by a fellow for a revision of a tesio on the left neck and shoulder area with duraprep. The bovie was brought to the area, igniting the duraprep that had pooled under the drapes. The customer was contacted and the pt suffered 3rd degree burns, that may have required surgical treatment, but the pt expired due to complications unrelated to the burns.